Event description:
On (B)(6) 2022, rayner intraocualr lenses limited received notification from its french distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the haptic broke during injection. The event was intially assessed as non-reportable; however, on (B)(6) 2022, rayner received additional information which identified that the lens was explanted and that enlargement of the incision was required.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that the lens haptic broke during implantation. The rayone aspheric rao600c iol was explanted through an enlarged incision. A back-up lens was implanted without further complication and without injury to the patient. The product was retained and returned to rayner. The product inspection has been unable to verify the cause of haptic breakage in this case. Our review of production records for the rayone aspheric rao600c batch 111182007 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 111182007.